Event description:
Affiliate reported that the patient started with symtoms of dizziness and unconsciousness. The surgeon pressed with his finger over the prechamber for uncover possible obstruction of the device. The patient recovered his health momentarily. However the device was revised.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device and for the returned valve to fail the programming test, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.